Event description:
The customer reported a ventilator gave a 1203 error code indicating a low leak co2 rebreathing risk. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.